Event description:
It was reported that the patient cut the tubing line between the transfer set and the homechoice. This occurred during drain three of four of peritoneal dialysis (pd) therapy. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Baxter labeling advises the customer to inspect the flexible surfaces of the cassette for obvious signs of damage, including cuts, tears, or punctures. If damage is found, they should obtain a new disposable. Using damaged sets can result in contamination of the fluid or fluid pathways. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.